Event description:
Per the edwards lifesciences territory manager report, during the transapical tavr procedure, post deployment of the 26mm sapien valve there was moderate to severe central aortic insufficiency (cai) possibly due to a non functioning leaflet. The leaflet appeared to have a coaptation issue, not ¿frozen¿. The valve position appeared to be 50:50 with a good deployment angle and there was no paravalvular leak (pvl). The annulus size measured 24.5mm with heavy calcification. There was no overhanging leaflet noticed. A 2nd 26 sapien valve was deployed with good results (trace cai, no pvl). The patient was stable and was transferred to the ICU.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the exact cause for this event cannot be determined. Images of the procedure were not made available for review by edwards lifesciences. Per the information received, the valve was deployed as recommended. It is possible that a combination of patient (i.e. Severely calcified native aortic valve leaflets) and unknown procedural factors caused or contributed to this event. The device is not available for evaluation as it remains implanted in the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.